Manufacturer narrative:
A device history record review was completed for provided material number 305886 and batch number 2101010. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of reported lot number were obtained from the manufacturing facility. The needles were assembled with a bd discard it 2ml syringe; however, no signs of defective connection causing leakage was observed. Based on the investigation results, we were unable to reproduce the reported issue and an exact cause could not be determined. Engagement force is measured during manufacture as part of the in-process inspections and final testing prior to release. Smartslip technology has been introduced to ensure that a secure connection is made with luer slip syringes. We recommend following the instructions for use, which are unique in directing the user to push firmly when attaching the needle to the syringe and to be sure that the clip is activated. Bd needles are manufactured and released according to applicable procedures and specifications and complies with iso (international organization for standardization) standard. It is also possible that the incident could be related to handling of the product or an incompatibility with the syringe. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information

Event description:
It was reported that bd. The following information was provided by the initial reporter: date of incident: (B)(6) 2025 level of harm: no apparent harm - reached the patient/person: inconvenient incident details: was administering im crisantaspase to right deltoid with bd eclipse needle and leaking noted around luer lock connection.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.